Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a possible leaking cartridge issue. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that she was able to smell insulin in the cartridge chamber upon removing 2 cartridges from the pump. The patient claimed that the 2 cartridges came from a previous box of cartridges. After using cartridges from a new box, the patient claimed that she no longer noticed the issue of smelling insulin in the cartridge compartment. The patient no longer had the subject cartridges to return to animas for evaluation. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she possibly had a leaking cartridge issue. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The cartridges have not been returned to animas for evaluation. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.